Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm and internal leakage test failure (with information system volume too small) during pre-use check. The reported issue has been confirmed during evaluation of the provided problem description. The issue was resolved by replacing nozzle unit. The device was delivered to the user in working condition. No device's logs, service report and parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).